Event description:
The customer reported that the device would not pass the opcheck test, where the therapy pca had failed.

Manufacturer narrative:
The customer reported that the device would not pass the opcheck test, where the therapy pca had failed. There was no reported patient involvement. Philips evaluated the device and confirmed the customers' reported problem, where the device was found to be incapable of delivering therapy. The device was repaired by replacement of the therapy pca, which resolved the reported issue.